Manufacturer narrative:
Concomitant products: product ID fg15150-0615-1s (lot: 227034084); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the middle section. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm in the left ophthalmic artery with a max diameter of 7 mm and a 5 mm neck diameter. Landing zone: distal: 3.0 mm and proximal: 3.8 mm. It was noted the patient's vessel tortuosity was moderate. The accessed vessel was the femoral artery with a diameter of 8.5 mm. The patient's past medical history includes hypertension. Dual antiplatelet treatment was administered. The pru level was iia. Angiographic result post procedure showed the blood vessels were unobstructed. It was reported that the patient's blood vessels were tortuous and the aneurysm was at a sharp angle. When the surgeon deployed the pipeline, the middle section could not be opened. After retrieval twice, the stent still could not be opened. On the third try, the stent could not be retrieved or fully opened. The stent was stuck in the microcatheter and could only be withdrawn together. Finally, chose the method of ordinary spring coil embolization. The pipeline was not used for an indication that is off label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): a pipeline flex embolization device and a phenom-27 catheter were returned for analysis within a shipping box and within a sealed biohazard pouch. Visual inspection/damage location details: the pipeline flex was returned within the phenom catheter and found to be extending ~49.9cm from hub. The pipeline flex embolization device was then removed from phenom for further evaluation. No bends or kinks were found with the pipeline pushwire. The hypotube and ptfe were found to be intact. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves appeared to be in good condition. The tip coil was found to be intact with blood residue. The proximal braid end was found to be opened and frayed. The distal braid end was found to be opened and frayed. The middle section was found to be opened and with blood residue. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open at middle¿ was unable to be confirmed as pipeline flex braid ends and middle section were found to be open. Possible cause for ¿failure to open distal¿ is the result of re-sheathing the device more than two times or patient vessel tortuosity. The customer reported patient blood vessels were obstructed. The inner diameter (ID) of the phenom-27 microcatheter was found to be 0.027¿ per IFU (instructions for use). Per pipeline flex embolization device instructions for use (IFU): ¿the pipeline flex embolization device is designed to be delivered through a compatible micro catheter of 0.027¿ inside diameter. Therefore, the phenom-27 micro catheter was found to be compatible for use with the pipeline flex embolization device and can therefore be ruled out as a potential cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the failure to open was the blood vessel was tortuous and variable in diameter. The pipeline was placed in a vessel bend when it failed to open. Resheathing was attempted to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.